Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0511490v, implanted: (B)(6) 2006, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient was supposed to have an MRI of the lumbar spine but the facility was not comfortable giving the MRI. The patient stated that the implantable neurostimulator (ins) was meant to treat pain in the lumbar spine area. The patient stated that the ins was no longer effective and was causing pain because of where it was located. The patient stated that they had not used the device in ¿three years or better.¿ the patient stated, ¿the problem with it where it is located. Every time I lay or sit it is not in comfortable position. I¿ve lost a lot of weight. Every time I fall, I fall on that hip and buttock. It is giving me a lot of problems. I don¿t have any cushion left.¿ it was noted that the patient meant they did not have any cushion where the implant was located. The patient stated that ¿a website they were reading¿ stated that they don¿t recommend it ever being removed. The patient stated that they had not been able to contact the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.